Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Yeast infection - vaginal [vulvovaginal mycotic infection]. [Tampon] still in my vagina [foreign body in reproductive tract]. Odor during my menstrual cycle ¿ vagina [vaginal odour]. Didn't remember that I had a tampon still in my vagina¿ was there for a few months [incorrect product administration duration]. Thought I didn't have a tampon installed, so I installed another [wrong technique in product usage process]. String wasn't long enough ¿ tampon [device physical property issue]. Case narrative: consumer reported via email that tampon string was not long enough. Did not feel the string. No serious injury was reported.